Manufacturer narrative:
No patient information provided to date after calls to customer (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board (acb) was replaced to resolve the issue.

Event description:
The hospital reported a system malfunction causing a loss of mechanical ventilation during a case. The patient was switched to manual ventilation, the unit replaced, and case resumed. There was no report of patient injury.